Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) of reug1094 showed no other product complaint(s) from this lot number.

Event description:
(B)(4).